Manufacturer narrative:
The pump was received with a constant pump error 38 during the rewind test due to the motor connector not sitting properly. Unable to perform the displacement, rewind, seating or basic occlusion tests due to the pump error 38. The pump was received with a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error 38. From a previous report the alarm was consistent. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.